Event description:
The physician planned to extract and replace the lead, but the patient refused.

Event description:
It was reported that increased pacing lead impedance and decreased r-wave were observed. Lead fracture was suspected. Physician ordered x-ray to confirm lead fracture. Based on the review of the printout images provided to st. Jude medical, a lead fracture cannot be ruled out. No further information is available.